Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed a flow test. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: one device was returned for evaluation. Visual and functional testing were performed, and the pump was in used condition. The downstream occlusion (dso) seal was peeled as verified by visual inspection. The pump was run 3 times and failed accuracy tests as the accuracy was outside of the published specification. The reported problem was confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the expulsor in order to bring the infusion delivery into more nominal of a range. The manufacturer representative also replaced the dso seal and loaded software, and the pump passed all functional tests and performed as intended after repair.